Event description:
It was reported that a pt underwent a laparoscopic supracervical hysterectomy in 2008. During the procedure, at one-third of the way through the procedure, the device started flashing and the cord started bouncing and then the device stopped. A second device was then used to continue the procedure with no adverse pt consequences.

Manufacturer narrative:
Conclusion code: the product upon which this medwatch is based is anticipated. Once the product is received, any further info derived from the eval will be submitted in a supplemental 3500a form. This is one of two medwatches being submitted as two devices were involved in this event. See also medwatch 2210968-2008-00701. The same pt is represented in each medwatch.